Manufacturer narrative:
The field service engineer replaced the cpu board to resolve the reported issue. The device passed the required performance verification tests per philips standards. It was confirmed that there was no patient involvement at the time the issue was discovered. The issue was discovered during periodic maintenance. Therefore this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a ventilator had a backup alarm due to a failure in cpu board. The customer reported that the device was in use at the time of the event. No patient or user harm is reported. The field service engineer (fse) evaluated the incident and confirmed that the noise was emitted from the speaker for backup alarm due to a failure in cpu board. Cpu board needs to be replaced. Further information is pending.